Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for leakage was observed. It could not be seen from the video whether the stopper had any physical defects. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle. There was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. "After a standardized and smooth blood collection process, the recompensation test indicated the piston was pushed and the blood sample was found to pass over the pore stone structure. The nurse had to re-collected and the doctor re-examined."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle. There was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. "After a standardized and smooth blood collection process, the recompensation test indicated the piston was pushed and the blood sample was found to pass over the pore stone structure. The nurse had to re-collected and the doctor re-examined."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for leakage was observed. It could not be seen from the video whether the stopper had any physical defects. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.